Manufacturer narrative:
Product event summary: the device was returned and analyzed. No anomalies were found. The returned device indicated a missing set screw.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694765 lead, implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that during the implant procedure the right ventricular pace/sense set screw was over-torqued. Upon attempting to reseat the lead the set screw could not be retracted. Multiple service kits were tried. The grommet was removed and the screw was able to be removed. The device was not used and another device was implanted. No patient complications have been reported as a result of this event.